Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic for routine device check, multiple inappropriate mode switch episodes due to right atrial lead noise were observed. It is unknown when lead noise started. Patient is not pacemaker dependent. Programming changes were made. Patient was stable and will continue to be monitored.